Event description:
Procedure type: lap chole. According to the reporter: before all of the clips were used, the device was locked. Add'l resection of tissue to remove the device and used another device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 mins. No pt info available.